Event description:
It was reported that the patient was unresponsive to dual antiplatelet therapy (dapt). Patient was readmitted to the hospital due to the implant clotting and patient suffering from stroke. The patient was placed on integrilin drip and the clot cleared up. Physician indicated that routine coagulation panel was conducted and everything within normal range. There is no additional information available.